Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported e117 error (otv error) which was due to a software issue. The software was adjusted and the error was eliminated. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation uncovered that the error was due to a software issue and after adjusting the software, the error was resolved. A conclusive root cause could not be identified. The subject device's instruction for use states the following solution to this specific error code (e117): "immediately turn the light source off and turn it on again after a while. If the same problem occurs after turning the light source on again, immediately turn the light source off, unplug the power cord from the wall mains outlet and the ac power inlet on the light source, then contact olympus."

Event description:
A user facility reported to olympus that the visera 4k uhd camera control unit exhibited an error code e117. There was no harm or user injury reported due to the event.